Manufacturer narrative:
Result: screws were missing from bed exit module.

Event description:
It was reported by service report that the bed exit would not work. It is unk if there was pt involvement or if there are adverse consequences to report.